Manufacturer narrative:
(B)(4). Date sent: 08/12/2016.

Event description:
It was reported that during an unknown laparoscopic procedure, the blade was broken off outside the patient when a scrub nurse wiped the blade with gauze. Another device was used to complete the case. There were no adverse consequences to the patient.